Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-01560. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system. The closure device was deployed, but required a recapture. However, after multiple attempts to recapture the device, another operator was eventually able to recapture the closure device. Upon inspection outside the patient it was noted that there was tissue on one of the anchors. The procedure was competed with a different device. No patient complications were reported and that patient status is fine.